Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 15 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter, lot # e3419964) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, tilt, or migration. Evidence of filter deformation was present. There was no extravasation of contrast and filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2016, post-procedure x-ray, (same day as placement procedure): site: no evidence of filter fracture, embolization, tilt, or migration. Patient outcome: the patient remains in the study and no device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: the image review did not confirm the reported filter deformation. However, a venoacavogram demonstrated tenting of the left lateral ivc wall due to the primary filter legs, but there was no extension of any filter leg outside the column of contrast. The tenting ivc wall may have looked like filter deformation. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 15 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter, lot # e3419964) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, tilt, or migration. Evidence of filter deformation was present. There was no extravasation of contrast and filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2016, post-procedure x-ray, (same day as placement procedure): site: no evidence of filter fracture, embolization, tilt, or migration. Patient outcome: the patient remains in the study and no device related adverse events have been reported.